Event description:
It was reported to philips that the system's footswitch was unable to trigger fluoroscopy. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the complaint. According to the additional information collected, the patient was moved to another system to complete the procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the wired footswitch was intermittently malfunctioning. During troubleshooting, the fse observed intermittent x-ray failures when the fluoro pedal was pressed for the frontal stand, which varied depending on the footswitch cable position. To resolve the issue, the fse replaced the wired footswitch. The defective footswitch was returned to philips for failure analysis, which revealed that three anti-slip rubbers were missing, the bracket was loose, and the button did not function correctly, resulting in no x-ray signal when pressed. After replacing the wired footswitch, the system was restored to normal operation and returned to clinical use. The codes were updated based on the investigation outcome.